Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility director reported a bilateral case of eye pain, stromal haze with dimpling bed and flap appearance, halos, glare, and corneal edema at one week post lasik procedure. Reporter indicated the surgeon felt there was poor flap quality related to laser spot size being too large, and energy intensity too high. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the event. Review of the data provided indicated a long suction time and very high energy set for the cut. The suction time for the left eye was 108 seconds, which explains the reported pain sensation immediately after the treatment. The reported haze in a dimpled pattern could be related to the stromal bed manipulation during lifting of the flap and while repositioning. The settings used for cutting deviate from the default values. The relatively high energy, spot, and line separation settings used could have caused the haze formation. No technical root cause could be determined as the system is performing within specifications. The root cause cannot be determined conclusively. (B)(4).